Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that her blood glucose value was 408 mg/dl; treating with insulin bolus dose. Customer stated that her blood glucose value was high due to not giving herself enough insulin bolus. Customer stated that the insulin pump is working and declined to troubleshoot for high blood glucose. Customer also reported that the led light on the transmitter is not blinking when connected to the sensor. Customer was advised to charge the transmitter and reconnected it to the sensor; customer stated it is still not communicating. Nothing further reported.